Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. Customer delivered a correction bolus to address bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.